Manufacturer narrative:
Product ID (B)(4) serial#(B)(4) implanted: (B)(6)2018 product type lead if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep) reporting that the cause of the ins moving was not determined or was not confirmed. It was clarified that the patient though they did something to harm the lead connection as they stated this along with saying they felt a change in relief. The cause of the patient¿s lack of stimulation was not determined. It was indicated that reprogramming was only done to resolve the issues regarding the ins moving and lead connection issue. It was reported that the patient was going to see how they felt on the new program and they would follow-up as needed. It was indicated that the provided information had been confirmed with the physician. No further complications were reported/anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2018, product type: lead. Information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: (B)(6) 2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) and consumer regarding a patient who was implanted with a neurostimulator (ins). Information was reported that the patient complains of lack of relief after straining to turn a water valve off and straining more than he believed he should at this stage in his recovery. The patient also believes the battery moved and he was afraid he had done something to harm the connection to the lead wire. The impedances were tested and all within normal limits. The patient was reprogrammed and the issue was resolved the patient's lack of relief. No further information was reported. No additional patient symptoms were reported.